Event description:
During product service by a service technician, a flo-gard infusion pump was found to have out of specification force sensing resistors (fsrs). No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and battery testing were performed. Functional testing revealed that the device had presented out of specification force sensing resistors (fsrs). To correct the condition, the fsrs were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.